Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted because it was too large. After the 5.5cm cuff was implanted the patient had little improvement in his incontinence. Prior to having the aus device implanted the patient was using 4 pads per day. After the aus was implanted the patient was still using 4 pads per day. The 5.5cm cuff was explanted and a new cuff was implanted. The patient is expected to fully recover.